Manufacturer narrative:
The field service engineer checked the system and verified that the foot plate cannot fall down, if the plastic hook is clicked fully into the transport position, as described in the field safety note. The customer was informed via a field safety note to check always the right position of the hook and that the hook is locked. This is a known problem and has resulted in a class 2 recall which was reported to FDA. (B)(4).

Event description:
Philips received a report from a customer that a patient step plate of the stitching support is no longer being held correctly in upright position during transport. The locking hook for the footboards upright position does not reliably reach its save lock position automatically anymore. Defective hinges have been identified and repaired.